Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a software problem on the patient controller. The patient reported he was charging the implant and then saw a software problem screen. The patient reported it had been messing up for a little while. The unit in their back will turn off and they won¿t notice for a few days. When they go to charge it, it said they had a full charge in the implant. This had been happening for about 3 weeks. The patient also reported that he had previously taken the battery pack out and it did not resolve. The patient reported that he had a fall about a week ago. After removing the battery and reinserting, the device was working as designed. The patient was redirected to their healthcare provider (hcp) regarding the fall and loss of stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on january 15, 2020. It was reported that in (B)(6) 2019, the patient had fallen and the ins would shut off. The patient was not able to get an appointment with the doctor and manufacturer representative (rep) until (B)(6) 2020. The issue was resolved after meeting with the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745 , serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins shutting off was not determined. It was noted that at their meeting on (B)(6) 2020, the device was working properly. No actions therefore were performed to resolve the ins shutting off at the appointment on (B)(6) 2020. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.